Event description:
Complainant alleged that during biomed testing the device displayed "bridge test fail," "defib fault 72," "pacer disabled," and "defib disabled messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's bridge board was removed and returned. The malfunction was duplicated and attributed to a faulty insulated gate bi-polar transistor. Analysis for reports of this type has not identified an increase in trend.